Event description:
A report was received that the patient was experiencing pain at the pocket site which was not caused by the stimulator. It was believed that the device was on top of the nerve and it was agitating the patient. The patient underwent pocket revision wherein the ipg was relocated. The patient was doing well postoperatively.